Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Also, insulin pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. No moisture damage on the keypad traces or keypad dome switches noted. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and cracked case behind the insulin pump at the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error after going to shower. Customer stated crack on battery compartment. Customer stated that they received rewind loop so he turned off the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.